Event description:
Information was received indicating that after smiths medical cadd legacy plus pump completed self-test, it exhibited continuous beep. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in used condition. The keypad and labels were intact. No physical damage was found on the device. The customer reported product problem (continuous beeping) was not evidenced in the event history log. The continuous beeping issue was observed when the device was powered on. This problem was attributed to a faulty upstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty upstream sensor was replaced.